Event description:
During an implantation attempt of the subject device on (B) (6) 2009, the physician reported an inability to extend the fixation helix of the distal lead tip. As reported, two other operators also tried unsuccessfully.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.